Event description:
It was reported that revision surgery was performed due to pain. Upon removal of the patellar component, a "dent" was noticed was standard. Per the complainant, the surgeon does not fault the device. Device was implanted in 2008; however, the exact date of implantation is unk.

Manufacturer narrative:
Additional info requested on 10/15/2009. No additional info is available at this time. The device(s) is currently undergoing analysis.